Event description:
Same case as MDR ID 2134265-2013-08450 it was reported that the rotawire detached. The 90% stenosed target lesion was located in the severely tortuous and severely calcified lesion. A 325cm rotawire and a 1.75mm rotalink plus were selected to treat the unspecified target lesion. Upon preparation, it was observed that the rotawire detached. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that the device returned was fractured in two sections. All the outer diameter measurements are within the specifications. External analysis (mtac lab) returned the following results: failure occurred due to a rotational wear reduction of the cross sectional area followed by a torsion overload. Evidence of wear reduction and corresponding failure mode on both samples suggest match between them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08450. It was reported that the rotawire detached. The 90% stenosed target lesion was located in the severely tortuous and severely calcified lesion. A 325cm rotawire and a 1.75mm rotalink plus were selected to treat the unspecified target lesion. Upon preparation, it was observed that the rotawire detached. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-08450. It was reported that the rotawire detached. The 90% stenosed target lesion was located in the severely tortuous and severely calcified lesion. A 325cm rotawire and a 1.75mm rotalink plus were selected to treat the unspecified target lesion. Upon preparation, it was observed that the rotawire detached. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is good.